Event description:
A customer observed biased glucose and bun results on their dt60 analyzer. The event is consistent with a malfunction that could have caused a biased patient result to be reported. There was no report of patient harm as a result of this event.